Event description:
It was reported to philips that the system was unable to power on. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not powering on. Upon troubleshooting, the philips field service engineer (fse) found a blown fuse in the main power distribution (mpd) controller. To resolve the issue, the fse replaced the fuse and rebooted the system, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.